Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple cartridge alarms occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. Additionally, the customer had followed the prompts during the load sequence. Customer¿s blood glucose level was 121 mg/dl. The customer continued to use the pump for insulin therapy.